Manufacturer narrative:
(B)(4). Patient information not provided/unknown. Event date not provided/unknown. Device packaging not returned.

Event description:
It was reported that during a placement procedure, when the vial was opened, there was no implant (tsvtb13) inside. Another implant was used to complete the procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product packaging was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of this report d4: device expiration d4: (B)(4). G4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h4: date of manufacture h6: entered evaluation codes h10: added manufacturer narrative